Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a single leaflet device attachment (slda) and surgical intervention. It was reported that on (B)(6) 2022 a patient presented with grade 4 functional mitral regurgitation (mr). A mitraclip xtw (20524r154) was deployed. Post-deployment a single leaflet device attachment (slda) occurred, as the anterior mitral leaflet (aml) dislodged. A mitral valve replacement surgery was performed on the same day. Upon assessing the retrieved clip, it was noted that the gripper on the aml side was bent. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported bent gripper was not confirmed via returned device analysis. The reported slda could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda and bent gripper. The reported unchanged mr appears to be related to procedural condition of the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.